Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe at times; mild at others constant pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2011, live birth on (B)(6) 2012, live birth on (B)(6) 2014, pharyngitis, pelvic inflammatory disease, polycystic ovaries, chickenpox and arrhythmia. She denies tobacco use, constipation, diarrhea and urgency. Previously administered products included for birth control: oral contraceptive nos in 2010. Concurrent conditions included overweight, burning micturition, fever (temperature of more than or equal to 104 f.), diarrhea, sore throat, fatigue, ache, alcohol use, febrile reaction, lower abdominal pain, metrorrhagia, hypokalemia and haemorrhagic ovarian cyst. Family history included type ii diabetes mellitus, stroke, hepatitis c (father), cancer (maternal grand father) and diabetes (maternal grand mother). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea") and amenorrhoea ("hormonal changes describe: no period since essure implanted"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), pyrexia ("unexplained high fevers") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, bismuth subsalicylate (pepto-bismol), famotidine (pepcid) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, nausea and dysmenorrhoea had resolved and the abdominal pain, pyrexia, headache and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, dysmenorrhoea, headache, migraine, nausea, pelvic pain and pyrexia to be related to essure. The reporter commented: she reported that she had light bleeding since surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014, she had surgical pathology report which on final diagnosis: uterus, cervix, bilateral fallopian tubes, resection: cervix: mild chronic inflammation and squamous metaplasia present. Endometrium: proliferative phase with stromal degenerative changes. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: paratubal cysts and fibrous adhesions present. There is no evidence of malignancy, dysplasia or glandular hyperplasia. And on gross description: the specimen is received in formalin labeled "uterus, cervix" and consists of a 99 gram, 7.8 cm fundus to cervix, 5.7 cm cornu to cornu and 3.9 cm anterior to posterior hysterectomy specimen with attached bilateral fallopian tubes. The serosa is tan-pink to red, smooth and glistening. The tan-pink, smooth and glistening ectocervix is 3.0 cm diameter and displays a 0.8 cm x 0.2 cm patent, central os. Opening reveals a 1.1 cm diameter tan-pink, corrugated endocervical canal with a distinct squamocolumnar junction. The endometrial cavity is 4.5 cm in length, 2.0 cm cornu to cornu, tan-pink to red, smooth and glistening. Sectioning reveals a 0.2 cm in greatest thickness endometrium with a 1.6 cm in greatest thickness tan-pink, trabeculated underlying myometrium. The right fallopian tube is 8.0 cm in length x 0.7 cm diameter blue-purple demonstrates a fimbriated end. Multiple paratubal cysts filled with a clear serous fluid measuring up to 0.7 cm in greatest dimension are identified. Sectioning reveals a pinpoint lumen. The left fallopian tube is 7.7 cm in length. Her current weight was 200 lbs. Most recent follow-up information incorporated above includes: on 23-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, treatment drugs were added. Added suspect drug inaction and lot number. Added events hormonal changes describe: no period since essure implanted, migraines, headaches, nausea and dysmenorrhea (cramping). Updated events and onset date. On (B)(6) 2014, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2014. On or about (B)(6) of 2014, plaintiff presented to her physician to discuss her options for permanent contraception. She relied on the representations made in the essure brochure and benefits and risks as relayed by her physician in reaching the decision to have essure procedure over tubal ligation. On or about (B)(6) 2014, plaintiff underwent the essure procedure. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, cramping, and unexplained high fevers. On unspecified date, plaintiff underwent a total hysterectomy and salpingectomy. Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). Lot number 20188520, manufacturing date jul-2009, expiration date jul-2012. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain amongst other non serious events. Plaintiff underwent a total hysterectomy and salpingectomy. Severe pelvic pain is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ severe at times; mild at others constant pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2011, live birth on (B)(6)2012, live birth on (B)(6)2014, pharyngitis, pelvic inflammatory disease, polycystic ovaries, chickenpox and arrhythmia. She denies tobacco use, constipation, diarrhea and urgency. Previously administered products included for birth control: oral contraceptive nos in 2010. Concurrent conditions included overweight, burning micturition, fever (temperature of more than or equal to 104 f.), diarrhea, sore throat, fatigue, ache, alcohol use, febrile reaction, lower abdominal pain, metrorrhagia, hypokalemia and haemorrhagic ovarian cyst. Family history included type ii diabetes mellitus, stroke, hepatitis c (father), cancer (maternal grand father) and diabetes (maternal grand mother). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced nausea ("nausea") and amenorrhoea ("hormonal changes describe: no period since essure implanted"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), pyrexia ("unexplained high fevers") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, bismuth subsalicylate (pepto-bismol), famotidine (pepcid) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, migraine, nausea and dysmenorrhoea had resolved and the abdominal pain, pyrexia, headache and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, dysmenorrhoea, headache, migraine, nausea, pelvic pain and pyrexia to be related to essure. The reporter commented: she reported that she had light bleeding since surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion on (B)(6)2014, she had surgical pathology report which on final diagnosis: uterus, cervix, bilateral fallopian tubes, resection: cervix: mild chronic inflammation and squamous metaplasia present. Endometrium: proliferative phase with stromal degenerative changes. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: paratubal cysts and fibrous adhesions present. There is no evidence of malignancy, dysplasia or glandular hyperplasia. And on gross description: the specimen is received in formalin labeled "uterus, cervix" and consists of a 99 gram, 7.8 cm fundus to cervix, 5.7 cm cornu to cornu and 3.9 cm anterior to posterior hysterectomy specimen with attached bilateral fallopian tubes. The serosa is tan-pink to red, smooth and glistening. The tan-pink, smooth and glistening ectocervix is 3.0 cm diameter and displays a 0.8 cm x 0.2 cm patent, central os. Opening reveals a 1.1 cm diameter tan-pink, corrugated endocervical canal with a distinct squamocolumnar junction. The endometrial cavity is 4.5 cm in length, 2.0 cm cornu to cornu, tan-pink to red, smooth and glistening. Sectioning reveals a 0.2 cm in greatest thickness endometrium with a 1.6 cm in greatest thickness tan-pink, trabeculated underlying myometrium. The right fallopian tube is 8.0 cm in length x 0.7 cm diameter blue-purple demonstrates a fimbriated end. Multiple paratubal cysts filled with a clear serous fluid measuring up to 0.7 cm in greatest dimension are identified. Sectioning reveals a pinpoint lumen. The left fallopian tube is 7.7 cm in length. Her current weight was 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). Lot number 20188520, manufacturing date jul-2009, expiration date jul-2012. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain amongst other non serious events. Plaintiff underwent a total hysterectomy and salpingectomy. Severe pelvic pain is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.